Manufacturer narrative:
(B)(4). It is unknown whether the report source is a health professional. Evaluation summary: the unused device was returned for evaluation. Visual inspection confirmed the reported condition; the tubing was separated from the drip chamber. Visual inspection also identified that the tubing was fully inserted into the drip chamber when originally connected. The cause of the separation could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a solution administration set was separated from the drip chamber. This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation but has not yet been received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.  Baxter will continue to monitor similar reports to determine if further actions are required. A batch review will be performed. Should additional relevant information become available, a supplemental report will be submitted.